Event description:
It was reported that the patient presented for a routine follow up visit and complained of dizziness, not feeling well, and being "tired." A ventricular lead warning had been triggered for undefined impedance. The lead was not sensing appropriately and was failing to capture consistently. Long pauses were observed. The device and lead polarity were reprogrammed but the patient was still having long pauses with intermittent loss of capture. The lead was thought to be fractured. The patient was rushed to the electrophysiology lab for temporary lead and pacemaker placement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.